Event description:
It was reported that the patient presented for remote follow up via merlin.net with inadequate capture, decreased r waves, high pacing and defibrillation impedance, and obscure electrograms exhibited by the implantable cardioverter defibrillator. It was noted that the patient had an accident or a fall that resulted in a broken hip and potentially caused header damage that may have caused these electrical anomalies. Device replacement has been discussed, but no interventions were made. The patient was in stable condition.

Manufacturer narrative:
High impedance was noted in the device image, however the reported event of impedance and capture anomaly could not be reproduced in the lab. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No device anomaly was found.

Event description:
New information notes that the patient's implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
H6 codes for product not returned.